Event description:
On 23/may/2024, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis and was admitted to hospital after using a leaking bag on (B)(6). There was an allegation this adverse event was due to the performance of delflex dialysate bag in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain, cloudy peritoneal effluent fluid, nausea and diarrhea at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6)2024 presented with both pseudomonas and klebsiella (species not reported) in the culture and a wbc count of 15,000/mm3. The patient was diagnosed with peritonitis due to a contamination of his pd catheter (not a fresenius product) during ccpd therapy on the liberty select cycler at home. It was explained the patient reported a leak from his dialysate bag to the outpatient clinic from a treatment initiated on the evening of (B)(6) 2024 (as opposed to the initial report of 21/may/2024). The patient was advised by the outpatient clinic to report to the hospital based on symptoms where he was admitted on the same day, (B)(6) 2024. The patient was prescribed intraperitoneal (ip) vancomycin at 3000 mg and ip ceftazidime at 3000 mg (frequency not reported) to address the infection and as-needed heparin to address fibrin in his pd catheter. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler until his pd catheter was removed on (B)(6) 2024. The patient was transitioned to hemodialysis (hd) for renal replacement therapy, presumably on a hospital provided hd device (brand and model not reported) for the duration of the admission. Additional wbc counts taken in the hospital on (B)(6) /2024 presented with 15,600/mm3 and 15,000/mm3 respectively. Though the cause of the patient¿s peritonitis was attributed to a contamination of the patient¿s pd catheter, the infection was also reported to be associated with the leak from his dialysate bag or from the cassette by the outpatient clinic pdrn.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain, cloudy peritoneal effluent fluid, nausea and diarrhea. It remains unknown whether a temporal relationship exists between the dialysate bag or cassette leak and transmission of peritonitis causing pathogens. Pd patients are at high risk for infections of the peritoneum. In consideration of the timing of events, if the transmission of pathogens occurred consistent with the leak event, the patient would not typically demonstrate the severity in symptoms or a highly elevated wbc count within 24 hours of transmission. The patient account of the initial presentation of symptoms occurring approximately ¿a few days¿ prior to admission prior to the leak event. The reported cause was attributed to contamination of the patient¿s pd catheter associated with the leak event. This is inconsistent with the timing of events. Root cause not determined. Presentation of klebsiella and pseudomonas in culture laboratory testing fails to provide definitive causality as both genera are normal flora of human gastrointestinal (gi), genitourinary (gu) tract, and aerodigestive tracts, but are widespread in the environment. Based on the wbc count and presentation of symptoms on 23/may/2024, it is more than likely the patient¿s initial transmission of peritonitis causing pathogens occurred prior to the leak event. This was not confirmed by the local medical professional and the reported causality of events conflict with sound medical judgement. Based on available information, there was no objective evidence of any fresenius product(s) or device(s) deficiency or malfunction that caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2024, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis and was admitted to hospital after using a leaking bag on (B)(6). There was an allegation this adverse event was due to the performance of delflex dialysate bag in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain, cloudy peritoneal effluent fluid, nausea and diarrhea at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with both pseudomonas and klebsiella (species not reported) in the culture and a wbc count of 15,000/mm3. The patient was diagnosed with peritonitis due to a contamination of his pd catheter (not a fresenius product) during ccpd therapy on the liberty select cycler at home. It was explained the patient reported a leak from his dialysate bag to the outpatient clinic from a treatment initiated on the evening of (B)(6) 2024 (as opposed to the initial report of (B)(6) 2024). The patient was advised by the outpatient clinic to report to the hospital based on symptoms where he was admitted on the same day, (B)(6) 2024. The patient was prescribed intraperitoneal (ip) vancomycin at 3000 mg and ip ceftazidime at 3000 mg (frequency not reported) to address the infection and as-needed heparin to address fibrin in his pd catheter. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler until his pd catheter was removed on (B)(6) 2024. The patient was transitioned to hemodialysis (hd) for renal replacement therapy, presumably on a hospital provided hd device (brand and model not reported) for the duration of the admission. Additional wbc counts taken in the hospital on (B)(6) 2024 and (B)(6) 2024 presented with 15,600/mm3 and 15,000/mm3 respectively. Though the cause of the patient¿s peritonitis was attributed to a contamination of the patient¿s pd catheter, the infection was also reported to be associated with the leak from his dialysate bag or from the cassette by the outpatient clinic pdrn.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.